Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient possibly received inappropriate shocks from their implantable cardioverter defibrillator (ICD) for supra ventricular tachycardia (svt) versus vt/vf (ventricular tachycardia/ ventricular fibrillation). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from the clinic that the patient was seen and intervention was performed.